Event description:
It was reported that during an unknown procedure, the device was not able to properly apply the clip due to the bent shape of the clamp. The device does not close the clips completely. There was no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.